Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was being hospitalized for a non-device related reason. An interrogation was attempted and out of range telemetry message was displayed. It was unknown if this device remained implanted since 2005 or if it had been explanted and replaced with a competitor's product. Boston scientific technical services (ts) discussed troubleshooting. At this time, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicates that it was assumed that the battery was completely dead. The patient was scheduled for a changeout and refused to sign consent and refused a new device. The patient had previously been lost to follow-up and was non-compliant.